Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from clicking, popping, grinding, swelling, pain, dislocation of her hip, limited mobility, range of motion, fluid build up, and high levels of metal in her blood.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 12/08/2016 ¿ pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated fluid collection, metallosis and synovitis. There was no mention of dislocation or clicking/popping. The stem is being added for the alleged high metal ion levels. No labs have been provided or part/lot numbers.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2017 medical records received. After review of the medical records for MDR reportability,there was no new information provided that would affect the existing investigation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: ((B)(4)

Event description:
Update jun 14, 2017 and jun 16, 2017: legal medical records received. After review of medical records, there is no new information added that changes the MDR decision. Added laboratory information and updated all product information this complaint was updated on: jun 27, 2017.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Added age, associated contacts, patient code (blood heavy metal, surgical intervention) and product details. Corrected facility name and account name.